Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was air bubbles in the reservoir. The customer¿s blood glucose was unknown. The reservoir had different sizes of bubbles. The customer noticed the air bubble while filling the reservoir. The customer was advised to check for leaks at the p cap connection, infusion set tubing and reservoir and found no leaks. Customer was not have a reservoir plunger available. The customer was not completed the troubleshooting guide. The reservoir will not be returned for analysis.